Manufacturer narrative:
(B)(4). Concomitant medical products: psn pk cmt tib lm, catalog # 42538000901, lot # 63877441. Psn pk ve ply lm, catalog # 42518200908, lot # 63908005. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2021-00175, 0001825034-2021-02435.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to pain and possible loosening of tibial prosthesis. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d9, g3, g6, h1, h2, h10. H6- type of investigation - device not returned is n/a which was reported on initial report. Visual evaluation of the returned device shows signs of being implanted and bone cement remains. The additional information received doesn't change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the provided pictures shows signs of being implanted. The femoral and tibial components have foreign material on the surfaces that are in contact with the bones. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates overall implant fit and alignment are maintained. Bone quality appears mildly osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.